Manufacturer narrative:
The t:slim x2 g6 pump user guide states "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump. Subsequently, the pump display became unresponsive and the pump shut down. Blood glucose (bg) level was 600 mg/dl and was treated by a nurse via manual injection. Reportedly, customer had a high ketone level identified as dangerous. The customer reverted to manual injections for alternate insulin therapy.